Event description:
It was reported that the artificial urinary sphincter(aus) device was explanted due to infection and erosion. Beginning in (B)(6) 2020 the patient had symptoms of erosion of the pump in the scrotum. There were also signs of infection around the cuff. Upon removal of the device pus was identified by the urethra. The infection was identified as klebsiella pneumoniae and propionbacterium acnes. Prior to the surgery the patient had been intermittently self catheterizing. A transurethral catheter was put in place to allow the erosion to heal and augmentin antibiotics were given to treat the infection. The patient has had a quick recovery so far.

Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: the cuff component was visually inspected, microscopically examined, and a leak test was performed. No leaks were found. Inspection of the remainder of the device revealed no other damage or irregularities that would impact the functionality of the cuff. Product analysis was unable to confirm the reported bacterial infection. The ams 800 control pump was visually inspected and functionally tested. The device performed within product specifications. A leakage test was performed, and no leaks were found. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis was unable to confirm the reported erosion. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because there was no device allegation made against the balloon component. No product malfunction was identified with the balloon component. D4: model number: 72404127, lot number: 1000118368, model description: control pump fgs iz. Model number: 72400024, lot number: 1000128262, model description: balloon fgs 61-70 cm.

Manufacturer narrative:
Model number: 72404127. Lot number: 1000118368. Model description: control pump fgs iz. Model number: 72400024. Lot number: 1000128262. Model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to infection and erosion. Beginning in (B)(6) 2020 the patient had symptoms of erosion of the pump in the scrotum. There were also signs of infection around the cuff. Upon removal of the device pus was identified by the urethra. The infection was identified as klebsiella pneumoniae and propionibacterium acnes. Prior to the surgery the patient had been intermittently self catheterizing. A transurethral catheter was put in place to allow the erosion to heal and augmentin antibiotics were given to treat the infection. The patient has had a quick recovery so far.